Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product et tube, sher-I-bronch, ls, 35 fr, lot #01h1300220 was manufactured on 08/22/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the endobronchial tube had a few cracks on the left side of the tube. It was also noted a leak coming from the cracks. The device was in use during a cardiovascular procedure. The facility continued to use the device by taping the cracks. No reports of patient injury or harm.